Event description:
It was reported that while the physician was opening the pocket to upgrade the patient to an implantable cardioverter defibrillator, pulse generator pacing dropped to 40 pulses minute. The low pacing rate only lasted a few moments. It was noted that the patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.